Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak had foreign matter material # 309702 batch # 5245830. It was reported by customer that they discovered particulate matter inside sku# 309702 (syringe). Rcc received a complaint via email. The customer discovered particulate matter inside sku# 309702 (syringe). This was discovered during routine testing. The finished product was sent to a 3rd party lab for testing. The customer does not have samples to return but does have pics from the lab that tested the product, please see attached report/pics.